Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in a 1st diagonal graft. The following day, the patient suffered peri-procedural myocardial infarction involving the rca. The investigator assessed event as not related to the device or anti- platelet medication. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec defined the event as 'non-q wave mi (target vessel), 3rd udmi peri-pci, cass site 1:115 graft diagonal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the periprocedural myocardial infarction involved the tv-lad. The cec adjudicated the event date as the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.